Event description:
This is a spontaneous device report from a pharmacist who reports of a patient. The physician used gelfoam and the patient hemorrhaged, when later the doctor discovered gelfoam had expired 1 year earlier in may 2005. No further information is known.